Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient expereinced audio coming from low alert on the g5 application. No additional patient or event information is available.